Event description:
Pt reported observing tubing "hanging by a thread" at the luer lock. Pt indicated that she experienced elevated blood glucose (18 mmol/l). Pt indicated that she had battled elevated blood glucose levels the previous day, but associated it with her cataract surgery. Pt indicated that she admin injections to correct her blood glucose levels.